Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned (19) used 32gx6mm pen needles without tear drop labels attached. The customer reported no insulin flow. The samples were examined, and it was observed that 18 featured a bent non-patient end (npe) cannula, and 1 featured a broken npe cannula. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 19 pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles. H3 other text : see h.10.

Event description:
It was reported that 21 bd ultra-fine¿ micro pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported no insulin flow. Consumer stated 21 pen needles affected."

Event description:
It was reported that 21 bd ultra-fine¿ micro pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported no insulin flow. Consumer stated 21 pen needles affected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.